Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received , the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test, the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor.